Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having to charge their implant every day and the issue began probably days after getting the implant. Patient met with their representative and the representative 'upped' their stimulation up to 6 which was fine. Patient also started noticing after they 'upped' the stimulation with their representative to 7 that patient turned down their stimulation because a month ago when patient would lay down the stimulation lit their legs up and it wasn't just a tingle. Patient would feel something like a bubble or air blowing the blankets or bubbling on their leg. Agent had difficulty hearing the patient but patient may have mentioned it was working better with a or b and changing the settings took a while. Patient stated if they changed it it seemed like it was working then it didn't and that it would be all fuzzy then went away (agent understood this as stimulation). Agent redirected patient to their doctor to address the issue. Additional information was received from the rep. Rep responded to email and stated they were not made aware of this situation. Rep have no further information at this time.

Event description:
Additional information was received from the manufacturer representative (rep) reporting the patient is having difficulty with charging their intellis, in that they report they have to charge every day and are having difficulty connecting. Rep states he met with the patient for 20 minutes and their ins charge level went up 10% with no issues. Rep states the patient does not have high impedances or any damage to the device. The recharge estimate was 2.4-2.7 days. Rep reports the following recharge session data: 7/11: 8 minutes from 30-40%, then 13 minutes to 50% and 18 minutes to 60%, 7/12 56 minutes from 20-100%, and 7/13 1 hour and 30 minutes to go from 10% to 90%. Rep states they are showing a majority of "good" charge levels. Rep also reports that he already completed an mpxr on july 17 for this issue (therefore sr questions not asked), but did not have the number at the time of call. Ts reviewed charging with the antenna firmly over the ins, trying the belt for a few sessions as well. Ts also reviewed normal charge intervals, as well as advised rep to have the patient complete a diary if they meet with them again in the future to compare.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.